Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by sr. Nurse of the hospital, that a distal missdrilling occured. With a free hand locking the sugery could be completed successfully.

Manufacturer narrative:
Evaluation revealed the targeting arm t2 prox. Humeral to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the targeting arm had been in use for approximately 10 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. The drill could be passed through all drill holes while checking the possible locking options without contact to the nail. A targeting issue could not be reproduced. Proximal - and distal targeting was found as intended. Potential causes of misaligned drilling are various: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Loosening of the connection between nail / nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the alleged event was mainly based in the intra-operative procedure. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. Although a real root cause could not be determined the alleged event was most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no actions in place related to the reported event for the subject product. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
It was reported by sr. Nurse of the hospital, that a distal missdrilling occured. With a free hand locking the surgery could be completed successfully.